Event description:
The surgeon was using covidien, surgilon 4-0 cv-22 taper needle serial number: (B)(4), lot or batch number: d2d0309x, date of expiration: 04/01/2017. The surgeon completed suturing and pulled the thread away from needle "breakaway needle". The surgeon noticed that the needle broke in half. The thread did not have any needle attached to it and the needle holder only had half of the needle. The surgical site was searched and surrounding pt areas were also thoroughly searched for the other half of the needle. It was not found. Skull x-ray was done and revealed no foreign body on the pt.